Event description:
Related manufacturer reference number:2017865-2023-38518. It was reported that the right atrial lead and the right ventricular lead exhibited oversensing noise and low impedance. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.